Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer could not open the battery cap of the insulin pump because it was stuck. Customer's blood glucose level was 96 mg/dl. Customer stated that he was unable to remove the battery cap and did not have a large, flat-head screwdriver. Customer was advised to monitor the pump closely. It was explained to the customer that the insulin pump needs to be replaced. No additional information provided.